Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard drive was replaced and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not save images automatically and "lost all the saved images". No pt injury was reported.